Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that electrode or needle fractured while in body. The customer¿s blood glucose value was unknown. Customer reported that cannula was break was observed before insertion. Customer was assisted with troubleshooting. The sensor will not be returned for analysis.